Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated, the reported single leaflet device attachment (slda) appears to be related to challenging patient morphology/pathology prolapse, flail and calcification. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Patient anatomy included a posterior prolapse and flail, as well as calcification on the posterior leaflet. Visualization was difficult due to the patient anatomy, but the clip was able to grasp the leaflets and the clip was deployed. A second clip delivery system (cds) was advanced; however, during advancement of the second clip, the first clip detached from the posterior leaflet, remaining attached to the anterior leaflet. The second clip was implanted at the location that the physician had originally intended. A third clip was then advanced and implanted to stabilize the first clip. Mr was reduced from grade 4 to grade 1-2. Post procedure, the patient was in stable condition. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.